Manufacturer narrative:
See MDR 1920664-2007-01593 for the intraocular lens used with this delivery device.

Event description:
The trailing haptic kinked during the insertion of the lens into the patient's eye. The lens was removed and replaced.